Event description:
It was reported that the defibrillator test failed. It was reported that the functional check fails with the external plates as an error. There was reportedly no patient involvement.